Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (stent implantation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards denmark affiliate, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the patient felt chest pain after the valve was implanted. The st depressions in the EKG came back 5 mm deep, and the coronaries were re-accessed and cx was compromised. Stents were implanted, however, it seemed that the stents were crushed when checking afterwards. Echo report showed no pericardial effusion, and there were no clear signs of annular rupture. However, it was assumed that there must have been some blood leaking from the aortic root, forming a hematoma that did some pressure on cx, and also suspicions were raised that there could be a perforation in left main artery due to the stents implant. Despite of chest pain and st depressions, the patient had a sufficient blood pressure and was clear and awake during the whole procedure. The patient went for a CT for further assessment. The bleeding from annulus was thought to be sealed but forming a hematoma that did some pressure on the coronaries. After having been stable for that day, the patient suddenly went into ventricular fibrillation the following day and passed away. The root cause of death was unclear, it could be stent thrombosis in the left main, pure exhaustion, or patient age.